Event description:
There was no device failure, malfunction or complaint reported. An expanding neck hematoma was noted during cannulation for a mitral valve replacement procedure. This caused airway compromise, prompting surgical exploration. A tear was discovered near the junction of the right subclavian artery & the vertebral artery. A repair was performed, & the pt was brought to the intensive care unit. The mitral valve replacement was performed the following day & the pt recovered without sequelae from this incident. This arterial injury occurred during placement of 1 of the introducer cannulae (9 fr or 11 fr), & was consistent with a needle laceration. The introducers are part of the catheter products.